Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 was failed, device was not detected on the bus. The customer rebooted the station multiple times, but the issue did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not detected on the bus. The field service engineer (fse) found that all cubies in auxiliary drawer 1.1 were not detected. The row board cable connection was reseated, and the drawer failures were resolved after a reboot. All cubies were able to open through the inventory count, and the drawer was confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.